Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces and missing end cap sticker. The device passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime and she could not exit the rewind sequence. The blood glucose at the time of the incident was 145 mg/dl. The customer then reported that the insulin pump had a button error alarm. She mentioned that she leaved the device in the bathroom while showering. The insulin pump was returned for analysis.